Event description:
It was reported that a dissection occurred, requiring additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. Upon insertion of arterial sheath over the 0.35 guidewire, a dissection was confirmed angiographically. An additional unplanned stent was placed to treat the dissection. The procedure was completed successfully, and the patient woke up neurologically intact.